Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas about another issue and during the course of that conversation alleged that on (B)(6) 2013, her son experienced a low blood glucose (bg). He was asleep and his brother was with him. The brother gave glucagon, 911 was called, and patient was taken to hospital. The patient was concerned as the low bg did not wake him up. No bg values are available. They are not implicating the pump, site, or set. The son is away at college and has a lot of stress. Pump is not available for review. Mom says diabetes management may have contributed but says patient is being monitored by health care professional and now on pump and cgm. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to duplicate the complaint, information for the complaint is overwritten. The black box begins on (B)(4) 2014. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate . Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately.